Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a pre-use check, the cs100,english,non-uts,intl intra-aortic balloon pump (iabp) shutdown after being unplugged. There was no patient involvement.